Event description:
It was reported that the screw lock detached from the distal end of the fast cath introducer while it was in the patient. When the physician turned the screw clockwise to tighten the lock, it detached. The sheath was replaced with a new device and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The product was not returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation.